Manufacturer narrative:
Any additional information provided by the customer will be included in a follow up report. Per operators manual, the MRI conditional device should be behind the 100 gauss line of 9 feet from the bore opening. At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
It was reported to vyaire via a medwatch form that a patient was being transferred from a MRI gantry to a MRI-safe stretcher while connected to the lap top ventilator 1200. A staff member attempted to move the ventilator closer to the MRI gantry to assist in the patient transfer which resulted in the ventilator moving and sticking to the side of the MRI bore. The customer confirmed that there was no patient harm associated with the reported event.